Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5.2 failed and not detected on bus. A field service engineer found drawer 5.2 showed no pockets in the storage space configuration screen and the communication light was off on the module controller board, reseated row board ribbon cable and tested the drawer using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5.2 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.